Event description:
The patient came to the or to have his groshong catheter removed under monitored anesthesia care (mac). The surgeon made an incision on the old incision site and easily took it down. The cuff was dissected and upon completion of this step the physcian noted that the the catheter was broken into two pieces. The md was able to dissect the calf and distal part of the catheter to remove it. Despite dissecting the fat and muscle, the md was unable to retrieve the distal portion. Fluoroscopy showed that the remaining piece of the catheter was in the superior vena cava. An interventional cardiologist was consulted and taken to the cath lab where the remaining piece was successfully removed. The patient had extra anesthesia time and fluoroscopy exposure. There were no other complications. The groshong was used for long-term antibiotics and there were no reports of infusion difficulties or flushing difficulties while the patient had the device in place. The same surgeon inserted and removed the device. The surgeon is very experienced in doing these procedures. There was no indication prior to removing the device that it was cracked.